Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by moving patient to another device. Philips filed service engineer visited the site and confirmed the reported problem. Upon troubleshooting, fse found that the drive bay in the suit pc got failed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. On another work order, philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. It froze at the philips logo screen. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.